Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences. No additional information was reported/additional information was requested but not received.